Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with a high number of short v-v intervals and noise. The lead remains in use. It was further reported that the rv lead has been reprogrammed to bipolar and it has not been exhibiting noise since. No patient complications have been reported as a result of this event.